Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2021 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to detect on the bus and required maintenance. The field service engineer (fse) had investigated a drawer configuration issue where the refrigerator was showing as disconnected. Upon inspection, the fse found that the network cable from the wall was only 10 inches long. The cable was reconnected, and the refrigerator successfully recovered. The station did not allow hardware testing application (hta) testing, as it was showing offline. Network diagnostics indicated traffic and internet access, but no connection to the server. The fse was informed that the information technology (it) department had identified network issues due to recent switch configuration changes. Further review revealed that the rj-45 cable to the refrigerator had been unplugged, as noted. After the it department resolved their network configuration, the station resumed normal communication and functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator not detected on bus and require maintenance. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator not detected on bus and require maintenance. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.